Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the lower trigger of the battery handpiece/modular device was stuck. It was further determined that the housing roundness test failed, and the housing was deformed. It was further determined that the gear seized, jammed and was moving heavily, the trigger was blocked, jammed and was moving heavily, and the device was leaky. It was determined that the handpiece did not work, the magnet was broken by the trigger and the housing bottom oval were slightly damaged and leaky. It was further determined that the device failed pretest for check proper function of the triggers, check of free moving, check for roundness, check falling out protection (steal ring), check function of all modes, check response of on/off trigger, check fitting of the lids, check for roundness, check of free moving, check proper function of the triggers, check for leakage and general condition. It was noted in the service order that the device made noise whiling running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.